Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated last week, maybe 2-3 days ago, he went to a sauna and he was told he was not supposed to go into a sauna that was over 100 degrees and that he should call the doctor. The patient stated he had been calling the doctor for the last 3 days and no one has called him back. The patient wanted the agent to call the doctor and request the doctor to call the pt. The agent reviewed mdt role and redirected to their doctor. The patient then stated his pump was not alarming but he was feeling his stomach was getting full. The agent reviewed mdt was not medically trained and redirected to their doctor.